Event description:
Customer reported issues with their t:slim x2, including an inaccurate battery gauge, an unresponsive touchscreen, and rapid battery depletion. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up and is in the process of acquiring a renewal pump.